Manufacturer narrative:
(B)(4). Batch # r5c12y. Investigation summary: the analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic partial pneumonectomy procedure, the staples at outer one line of the one side of the cartridge were unformed, and the staples at inner 2 lines were not deployed at the 2nd and the 3rd stroke of the first firing. The staples at inner 2 lines of the cartridge remained in the cartridge deck. It seemed that the knife moved forward all the way. The device was used on the lung. Oozing occurred. Additional cut was performed at the target tissue where the staples were not deployed to stop the oozing. The amount of the oozing was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.